Event description:
Follow up reported, the patient received assistance from their representative and their concerns were resolved. Appointment was noted for (B)(6) 2013. Further follow up reported, the representative adjusted programs for better effectiveness. Patient had four new programs on their device and was able to adjust stimulation as needed.

Event description:
It was reported the patient experienced a lack of therapeutic effect. The patient had been experiencing urinary symptoms since her heart surgery a couple of weeks ago. It was unknown if the implantable neurostimulator (ins) was on. Patient was instructed on how to make sure stimulation was on. Patient felt stimulation after settings were increased. Additional information reported that the patient had a "wetting episode." Ins settings were changed to group 3 at 1.7 volts. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v010074, implanted: (B)(6) 2006. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that their device was removed because they were not receiving therapeutic benefit. Patient was getting benefit at first but did not know why it stopped helping. Patient had return of incontinence and had the entire system removed (B)(6) 2014. It was noted patient had advanced dementia. Patient's registration information was not accurate, so it was updated. No further complications were reported.